Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on and remote support service (rss) was in offline, which located on p2n1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. The field service engineer (fse) inspected the unit for a failed drawer or drawer issues that might have caused the entire station to go offline. After a thorough inspection of the main station, it was determined that the issue causing the station to go offline originated in the auxiliary portion of the device. That unit was opened, and the issue was closed under its own volc serial number. A thorough inspection was completed on the main station, and aside from a loose barcode scanner that needed tightening and a few loose cables that were secured, the unit was functioning properly. All errors were related to the failure in the auxiliary unit. Proper functionality of the main station was verified. The system functioned as intended after the field service engineer repaired the device.